Event description:
It was reported that upon interrogation, ventricular oversensing was observed. The physician has elected to continue to monitor the patient with routine follow-up. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.